Event description:
A blood transfusion and colonoscopy was carried out following the second gi bleed event.

Manufacturer narrative:
(B)(4). Eval, results: gi bleed.

Event description:
Additional information reported that the patient suffered from a gi bleed event 25 months post index procedure. Patient was hospitalised and received a transfusion and colonoscopy. It was reported that this event was not related to the study device. Patient has suffered permanent impairment due to this event.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted during index procedure. It is reported that the pt reported to the ER with gi bleeding from rectum. It is reported that the pt missed two effient doses. Effient was resumed and pt underwent a colonoscopy which diagnosed extensive diverticulosis. It is reported that the pt recovered with treatment. Investigator has indicated that the event was not related to either the study stent or the study procedure. Effient was resumed and pt underwent a colonoscopy which diagnosed extensive diverticulosis.

Event description:
The investigator has assessed that the previously reported stroke event approximately 25 months post index procedure was not related to the study device. It was also reported that the event was resolved.

Manufacturer narrative:
Results: gi bleed. (B)(4).

Manufacturer narrative:
Results: cva/stroke. Conclusions: cva/stroke. (B)(4).

Event description:
The previously reported gi bleed and mi occurred 25 months post index procedure and not 37 months as previously reported. The patient discontinued dapt after the bleed.

Event description:
It is reported that the patient had a stroke approximately 25 months post index procedure.

Event description:
It is reported that the patient suffered another gi bleed approximately 32 months post index procedure. The patient received a transfusion. Investigator assessed that the event was not related to the study device. Patient recovered with treatment.

Manufacturer narrative:
Results, conclusion: haemorrhage. (B)(4).

Event description:
The endeavor sprint drug eluting stent implanted during the index procedure was implanted in the lcx. A gi bleed was reported to have occurred approximately 37 month post index procedure . Investigator indicated that the event was not related to the study device. Patient is reported to be continuing with treatment. Mi was reported to have occurred approximately 3 days post gi bleed. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Results: gi bleed,mi. (B)(4).